Event description:
No additional information provided.

Manufacturer narrative:
1.the customer returned a sample of prn, there is a black spot into the raw material of sleeve stopper of prn, the black spot cannot be moveable, embedded in the raw material of sleeve stopper. Attachment 1 - returned sample picture. 2.review batch record information, 1) the complaint lot#3075280 was produced in the prn automatic assembly line, the production date is 2023-04, and the m860 packaging machine was packaged in 2023-04, and the batch of products totaled (B)(4); 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3.perform the appearance inspection of the retained prn of complaint lot, no abnormality was observed on the retained sample, attachment 2- retained sample picture. 4. Root cause: 1)the black spot is sleeve stopper material issue, sleeve stopper is external supplier provide, embed black spot was occurred at the supplier process. 2) the operator did not observe this fm during visual inspection. 5.action: 1) the plant feedback the issue to the supplier on december 2023, attachment 3- feedback record. 2) inform this fm on the ssu meeting, if observe this fm, need to remove it. Attachment 4- inform record.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter had foreign matter. The following information was provided by the initial reporter; 11.13 after unpacking the single-use heparin cap, a black spot was found on the single-use heparin cap. Replace the single-use heparin cap with a new one for use.